Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 564mg/dl and excessive no delivery alarms. Customer treated with pump. Troubleshooting found no air bubbles or leaks in the tubing or reservoir and the drive support cap was normal. The pump alarmed no delivery during troubleshooting. Customer declined high blood glucose troubleshooting as it was found that the reservoir was empty. Customer indicated they would call back to further troubleshoot if necessary.